Event description:
Literature: fjelstad, a-b, hommelstad j, sorteberg a. Infectious related to intrathecal baclofen therapy in children and adults: frequency and risk factors. J neurosurg pediatr. 2009;4(5):487-93. Summary: the article presents a retrospective review of all 163 pts who were treated with intrathecal baclofen (itb) therapy at the study hospital between 1999 and 2005. The study focused on the incidence of infection and related risk factors in both adult and pediatric populations. Reportable event: six pts underwent surgery to replace the pump due to dysfunction. The precise pump malfunctions were not reported. See literature article with MFR report# 2182207200908332.

Manufacturer narrative:
.